Manufacturer narrative:
The investigation revealed a report that a small nuvasive xlif pituitary tip broke off and the surgery could proceed without any problems. There was no report of adverse patient, user, or procedure impact. No additional information is available. Specified regulatory reporting has been completed. The device was not returned to nuvasive, and no photographs were provided so the complaint could not be confirmed. The root cause of the issue is unknown, although review of the event and similarly reported events suggests this is the consequence of repetitive use, excessive off angled forces related to surgical technique. These devices are part of loaner sets that are subjected to handling and repeated sterilization cycles after distribution into the field. Wear and damage can accumulate over time. Labeling, risk, manufacturing, risk and trend reviews completed with no deficiencies, discrepancies or adverse trends noted, complaint monitoring will continue, and additional action will be taken in the event that an adverse trend is identified. No additional action is planned at this time.

Event description:
The tip broke off. Surgery was able to continue on without any problems.

Manufacturer narrative:
The device was unavailable for evaluation. No determinations could be made as to the cause of the reported issue.

Event description:
It was reported that the tip of a xlif pituitary broke off during surgery.